Manufacturer narrative:
(B)(4) date sent: 9/10/2021 d4: batch # v94g34 h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was found that the el5ml jaws and the cam subassembly were partially separated. The jaws of the clip applier were also inspected and no burrs or sharp edges were observed. Due to the condition of the device, no functional test was performed. The device was disassembled to verify the condition of the internal components and the advancer was confirmed to be bent and the body of the jaws was noted to be bent. Seven clips were also found inside the clip track. Additionally, the surface of the clips was examined for burrs or sharp edges and no anomalies were found. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the el5ml misfired according to staff. It was stated that the endoclip misfired and caused a tear in an artery, the staff opened another like device and was able to get the bleeding under control. It was stated by staff that the surgeon fired the device, released, and when he went to pull off device, the clip was still attached to the device and artery, which then caused the tear in artery. The patient was okay. There was no patient consequence.